Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating and stayed collapsed after it was pressed. Also, fluid leakage was found at an unknown location. The device was explanted and replaced. No patient complications were reported.